Manufacturer narrative:
The user reported receiving glucose suspend alerts. Based on escalation analysis, a sensor replacement was approved due to system performance and a sensor RMA issued for further investigation. However, the sensor was not returned to senseonics by the time of complaint closure. Data management system (dms) records showed that the user was re-inserted with a new sensor on (B)(6) 2026. A review of available system data showed optical instability in all four channels, which could not be further evaluated without the physical device returned. Potential root causes may be physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance or possible issues with the sensor itself. The user was provided with a sensor replacement as part of the resolution.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received glucose suspend alerts which led to early sensor removal.